Event description:
Knee revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6). Primary procedure details tba. Reason for revision: loosening of the femoral component. Lcs duofix tibia and porocoat femur were revised and discarded. Product details tba. Patient is male. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
(B)(4). The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation once it has been completed. (B)(4).

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.